Event description:
On (B) (6) 2010, pt underwent an endotracheal tube exchange. The physician performed the exchange at the bedside in the critical care unit. The procedure was completed using a 15fr x 70cm endotracheal tube introducer. No complications during or post procedure. Post procedure, the pt had equal breath sounds bilaterally and chest x-ray verified correct placement of the endotracheal tube. On (B) (6) 2010, the critical care rn encountered some difficulty during pt suctioning. A bronchoscopy revealed a blue ringed object in the pt's trachea. Pt was taken to surgery and underwent a bronchoscopy to remove the object. A 22 cm piece of the endotracheal tube introducer was removed from the pt's trachea.